Manufacturer narrative:
(B)(4). Reportedly, imaging of the tricuspid valve was challenging due to the equipment and due to anatomy. Mitraclip xtr (cds0601-xtr) was placed on the septal and anterior leaflets of the tricuspid valve. Imaging was reviewed and there was a tr reduction from severe to grade 1-2+ with each grasp. There was difficulty grasping the leaflets and confirming that the septal leaflet was fully inserted. Despite this difficulty, the physician decided to continue with deployment. Upon deployment, the septal leaflet came out of the clip. The clip remained secured on the anterior leaflet (single leaflet device attachment-slda). The gripper line was removed and the procedure ended. The tr remained severe and no treatment was provided. No additional information was provided regarding this issue. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip nt is filed under a separate manufacturer report number.

Event description:
This report is filed for single leaflet device attachment (mitraclip xtr). It was reported that (B)(6) 2016, two mitraclips were implanted, treating mixed mitral regurgitation (mr) without reported issue. On an unspecified date, residual mr was noted along with severe tricuspid regurgitation (tr). Reportedly, the increased mr was due to progression of underlying congestive heart failure. On (B)(6) 2018, a repeat mitral valve procedure and a tricuspid valve procedure was performed. The patient presented with a flail gap. A mitraclip nt (cds0501) was implanted between the two index procedure clips, without an issue. The mr was reduced from grade 4 to 2. The mean mitral valve gradient pressure went from 4mmhg to 6mmhg. There was no adverse patient effect due to the pressure increase. The index procedure mitraclips remained stable and well seated with good leaflet insertions.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+) due to primary abnormality of the mitral apparatus in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. It should also be noted that it was not confirmed by the physician whether the septal leaflet was fully inserted or not, which is a deviation as per the IFU steps as documented within mitraclip system IFU. Despite the difficulty, the physician decided to continue with deployment and upon deployment, the septal leaflet came out of the clip and the clip remained secured on the anterior leaflet. The reported single leaflet device attachment (slda) was likely due to the use error as the user did not confirm the adequate insertion of all the tricuspid leaflets before deploying the clip. All available information was investigated and a definitive cause for the reported failure to adhere/bond could not be determined in this incident. However, the reported improper or incorrect procedure or method appears to be due to use error as mitraclip device was used to treat tricuspid regurgitation (tr); however, this error did not contribute to any of the reported issues and adverse event. Moreover, the user error of not confirming the adequate insertion of leaflets before deploying the clip resulted in the reported slda which subsequently resulted in an unchanged tr. Lastly, the poor image resolution appears to be due to the equipment and challenging patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.